Event description:
It was reported that there was a leak from an unspecified location during use of a homechoice automated pd set w/cassette. The leak was further described as ¿fluid leak on the floor¿. This was observed during preparation of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3 in the initial MDR is being corrected to march 24, 2022. H10: should additional relevant information become available, a supplemental report will be submitted.